Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition.